Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touchscreen was frozen and unresponsive. The customer performed a pump reset and subsequently, the pump history was not completely displayed. The customer's blood glucose was 231mg/dl. Reportedly the customer continued to use the pump for insulin therapy.